Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found one additional report for this part and lot number combination, loosening not alleged and is considered unrelated to this complaint. Review of the as400 system shows that this lot was placed into distribution in 2009 and that (B)(4) other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address stem loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.